Event description:
It was reported that when using the bd pyxis¿ es server, station had transfer lag issue and medication orders had not consistently appeared at the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter e-mail upon investigation of the actual device used in this incident, it was determined that the server was experiencing transfer lag issues. A technical support specialist (tss) verify on both the station and server had shown no communication errors, so the next step was to review system notices. For es version 1.4 and below, the es server web application¿s notices tab was checked for issues, while for es version 1.5 and above, the health site viewer page was used to view any communication related notices, such as those preventing patient information from appearing. On the medstation es, the upper portion of the screen was examined for notification icons indicating communication problems. If either the station or server displayed a communication notice, knowledge article (ka) how to initial troubleshooting questions for station not communicating all drawers failed was followed to resolve the issue, and if that failed, the service and support center was contacted. When no communication notices were found, the process continued with the next set of troubleshooting steps. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station had transfer lag issue and medication orders had not consistently appeared at the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, station had transfer lag issue and medication orders had not consistently appeared at the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.